Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. A temporal relationship exists between ccpd therapy with the liberty cycler/ fresenius products and the patient experiencing abdominal pain which required an urgent/extensive inpatient hospitalization where the patient underwent exploratory laparotomy for reported hernia, and was diagnosed with perforated bowel with abdominal abscess/infection as noted in the medical record. Additionally, the patient experienced sepsis, hypotension, tachycardia, recurrent anemia (requiring blood transfusion), as well as dialysis catheter (not a fresenius product) access issues. As a result of the deterioration in functional status the patient required inpatient rehabilitation services for 7 days and was ultimately transition to outpatient hemodialysis therapy. Therefore, actual etiology/causality for the hernia event with acute hospitalization cannot be fully determined with the information provided. However, there is a potential causal relationship to continuous circulatory peritoneal dialysis therapy due to increased intra-abdominal pressure during the normal course of peritoneal dialysis (related to the dialysate) that is known to create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures and lead to hernia formation.

Event description:
According to the reporter, the patient experienced abdominal pain and was admitted to the hospital. The patient was diagnosed with hernia and necrotic bowel and underwent surgery. The patient is currently on back up hemodialysis treatment while recovering from surgery.

Manufacturer narrative:
A supplemental will be filed following plant's evaluation.

Event description:
According to the reporter, the patient experienced abdominal pain and was admitted to the hospital. The patient was diagnosed with hernia and necrotic bowel and underwent surgery. The patient is currently on back up hemodialysis treatment while recovering from surgery.